Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Review of the provided image was performed by intuitive surgical, inc. (Isi) and the image was consistent with the alleged complaint on the cadiere forceps instrument. The picture showed the main tube broken at the distal end. The instrument could not be removed from the cannula due to a broken / dislodged distal clevis from the main tube. Isi received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.365¿ x 0.174¿ was not returned with the instrument. As a result, the proximal clevis is observed to be slightly dislodged. Common causes of the broken main tube are typically attributed to the mishandling and misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional inspection confirmed a broken grip cable at proximal clevis. Common causes of the broken grip cable are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that at the end of a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon tried to rectify the cadiere forceps instrument and remove them from the cavity as they came off the axis. The surgeon had a lot of difficulty removing the forceps and the trocar; however, the 1st assistant helped remove it with no injury to the patient. Once the instrument and trocar were removed, the customer was unable to remove the instrument from the trocar and had to break the internal plastic tip of the forceps. The procedure was completed with no reported injury. On (B)(6) 2023, intuitive surgical, inc (isi) obtained additional information from the customer. The instrument was inspected by the nurse before insertion into the robot and was undamaged and sterile. No intraoperative collisions occurred. The instrument functioned perfectly until the end of the procedure. The surgeon tried to close the forceps and make it straight to be removed from the trocar, but it did not close and got stuck. It came out of the base and he couldn't put it in the normal position to remove the forceps. The wrist could not be straightened due to the forceps not returning to its normal axis as it came out of the base. The forceps came off the base and the surgeon was unable in any way to correct the forceps to be removed from the trocar. Even after he was able to remove the clamp by the trocar, we could not get it straight enough to remove it from the trocar as it was off axis. The incision was not enlarged but rather was shaped and the trocar was removed with the forceps. No fragment(s) fell into the cavity and the surgeon was able to remove it without harm to the patient.

Manufacturer narrative:
It was reported that at the end of a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon tried to rectify the cadiere forceps instrument and remove them from the cavity as they came off the axis. Based on the claim against the product by the customer noting the surgeon tried to rectify the tweezers to remove them from the cavity as they came off the axis, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is being classified as a reportable event due to the following conclusion: the instrument could not be removed from the cannula due to a unknown loose component. The unknown loose component could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.